Event description:
Report received from the USA, the claim has not been confirmed. It is known that the event did not occur during surgery. However, it is unknown if there was user death or injury. There also was no report of patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).